Manufacturer narrative:
This lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during the post implant check, this right ventricular (rv) lead exhibited high pacing thresholds. A revision procedure was performed to reposition the lead but helix extension/retraction difficulty was encountered. This rv lead was explanted and replaced. No additional adverse patient effects were reported.